Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported the touchscreen of the inform meter appears to be burnt. No adverse event was reported. A request was made for the return of the meter, replacement sent.